Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185 competitor implantable tachy lead (B)(6) 2010; 1688t competitor implantable pacing lead (B)(6) 2010; t31 0-33h heart valve (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead impedance was out of range. The lead remains in use. No patient complications have been reported as a result of this event.